Event description:
The customer reported being hospitalized with high blood glucose three to four months ago. The customer stated that the battery is depleting fast and had a blank display. The caller mentioned getting an error alarm, but the insulin pump has not been storage for a long period of time without the battery. Reviewed the alarm history and found several alarms. Ran a self test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.